Manufacturer narrative:
Plant investigation: the reported symptom (fluid leaking) was not confirmed. The reported complaint symptom code (dc drain complication encounter) was not confirmed. The reported complaint symptom code (trng: soft alarm-patient line is blocked) refers to the customer reported allegation as stated in the complaint data. Code cannot be confirmed or unconfirmed. Information has been documented. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Valve actuation test passed. System air leak test passed. A post-accelerated stress test 2 hour 15 min 8500 ml simulated treatment was perform and completed. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. Passed mushroom head check. Positive for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
"."

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient requested technical support during the end of treatment. The patient reports encountering a fluid leak and patient line blocked alarms. Patient denied any physical damage to the cycler set cassette. The patient was advised to discontinue use of the cycler and to notify the peritoneal dialysis nurse. The patient indicated that treatment would be completed with continuous ambulatory peritoneal dialysis until a replacement cycler arrives. Additional information was solicited.